Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022 (B)(4) (rep): information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller reports patient indicated the therapy is not helping for the past month. Patient has been working  together to come up with a date to meet. When he spoke to patient, her ins was not charge up. Patient charged her device, ins currently at 40% charged. Caller has reprogrammed patient to dtm, patient will go home to try the new program. Caller  was reading notes on patient, and it indicated patient has a short impedance on 5-15. Caller do not know which rep indicated the short or when the short occurred. Caller reports when he tested electrode impedance, all contacts are normal, green color, but electrode 9 is on the higher level. Caller reports other electrodes runs between 930-1100 ohms, electrode 9: 1100-1390 ohms. When he was reprogramming, oor message is seen. Caller reports oor is seen on multiple different ma, could not reproduce the short impedance.8/10: 1300 ohms. Retest impedance with oor message seen: reference 8:10: 1340 ohms14: 1140 ohms12: 1110 ohms9: 1430 ohms. Reference 1412: 1010 ohms8: 1140 ohms. Caller reports patient is using group c: 10-8+ 2.8ma and no oor message seen. Energy usage calculation: 2.5 days ins battery level: 40% 9/11: oor seen at 5.6ma, no oor at 4.5ma. Reviewed intermittent short. Review ed x-ray. Patient's wt: (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported cause was unknown. Tech services suggested possible micro fracture. Rep reported they never saw imp issues though. Re: shorts, as they were not observed yesterday, but in notes seen on tablet. Yes information was confirmed with account, through ma it was reported. Card was issued with reps mobile number and recommendation of a possible league revision made.